Event description:
It was reported that the user experienced signal loss to the ilet when attempting to pair a dexcom g6 transmitter, with the pump indicating it could not find the transmitter after transitioning from a previously used t:slim system. Symptoms included loss of cgm data to the ilet. Outcomes included temporary interruption of cgm-driven insulin automation without injury, medical intervention, or hospitalization. Customer care provided troubleshooting and education, including re-entering the transmitter and sensor serial numbers, advising a 30-minute wait for readings, and powering off and distancing the prior pump to mitigate wireless interference. Investigation of this case revealed that the likely cause was radiofrequency interference from the still-powered prior insulin pump preventing successful cgm pairing and data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was environmental interference unrelated to device malfunction.